Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the strip of line on the screen. No pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.